Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station 3-2, main drawer 4-1 in the main cabinet continuously failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer experienced delayed opening due to a failure in the lock disable/enable function. A technical support specialist disabled and re-enabled the network card in admin mode, which resolved the issue with drawer 2.2a. The drawer and cubie opening speeds were tested and confirmed to be under 5 seconds. Additionally, unloading and reloading of cubies in drawer 4.1 were successfully tested, and both the speed and functionality of the drawers were confirmed to be working as intended. The system functioned as intended after the technical support specialist troubleshot the device.